Manufacturer narrative:
The date of event was unknown but estimated based on the reported information. The product is not available for evaluation; therefore testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, iop increase and decreased/impaired vision are identified in the labeling as an anticipated and transient early postoperative event of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
As reported following an uncomplicated cataract plus trabecular microbypass stent procedure the patient presented on postoperative day one (1) with a large hyphema associated with blurry vision. The hyphema was described as at least 3mm in size with a lot of suspended heme. The surgeon stated that they did not experience any problem implanting the two (2) stents and noted a very small amount of blood reflux after implantation. The surgeon conferred with the glaukos medical monitor on (B)(6) 2019 who reported that both stents were implanted with ease and appeared well seated. At the one week postoperative exam the settled hyphema had decreased quite a bit however, there was still a significant amount of suspended heme and the patient¿s vision remained unchanged. The surgeon also indicated that the patient¿s iop was elevated and additional glaucoma drops were added. The surgeon conferred with the glaukos medical monitor on (B)(6) 2019 where different treatment options were discussed. The surgeon conferred with the glaukos medical monitor on (B)(6) 2019 who reported that the layered hyphema has dispersed; however, the patients vision is still very blurry with suspended heme. The iop had decreased as a result of additional glaucoma drops. Surgical intervention is not indicated and the patient will continue to be monitored. Additional information has been requested.